Event description:
It was reported that after ureteroscopic lithotripsy, an indwelling stent was placed in the renal pelvis ureteral bladder and the patient reported pain. Purpose of this treatment was to relieve ureteral obstruction and promoted stone expulsion. Symptomatic treatment was required. Per follow up via email on 15apr2024, the patient developed pain after the stent was inserted, and the pain was relieved after clinical treatment with symptomatic medication. The stent has been removed from the patient's body and has been disposed of as medical waste.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿material selection". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "potential complications: potential complications associated with retrograde/antegrade positioning of indwelling ureteral stents include the following: edema, stone formation, peritonitis, extravasation, ureteral reflux, stent dislogdgement, fistula formation, loss of renal function fragmentation, migration, occlusion, hemorrhage, pain/discomfort, stent encrustation, hydronephrosis, perforation of kidney, renal, ureteral erosion, infection pelvis, ureter and/or bladder, urinary symptoms. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." Correction: b h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that after ureteroscopic lithotripsy, an indwelling stent was placed in the renal pelvis ureteral bladder, and the patient reported pain. Purpose of this treatment was to relieve ureteral obstruction and promoted stone expulsion. Symptomatic treatment was required.